Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a patient called in reporting an allergic reaction after undergoing a ucl right thumb reconstruction in 2021. It was reported that the patient's thumb would not heal, and fluid was collecting in the site. The patient mentioned she had seen an internal disease doctor. The devices were removed from the patient, and the patient's bone was biopsied at that time. Additional information has been provided on 20-jan-2026, where the patient reported that she underwent an MRI of the right hand on (B)(6) 2019 where soft tissue edema was seen in the thumb centered on the metacarpophalangeal joint. On (B)(6) 2019, the patient underwent another MRI of the right thumb; the results indicate a tear of the thumb mcp, ulnar collateral ligament, and its proximal aspect. Sprain of the accessory ulnar collateral ligament of the thumb mcp, at the thumb mcp joint, and of the sagittal of the extensor pollicis longus at the level of the mcp joint. On (B)(6) 2020, the patient had a reconstruction of the right thumb ucl where an arthrex internal brace was placed. On (B)(6) 2021, an additional MRI was taken where there was evidence of a joint effusion at the first metacarpophalangeal joint, and there was surrounding soft tissue edema. There is a small amount of fluid in the flexor tendon sheath at the level of the interphalangeal joint, which could indicate some minimal tenosynovitis. On (B)(6) 2021, an additional MRI was taken, where there was an appearance of marrow edema throughout the first metacarpal head. No bone destruction or fractures. There was hemorrhagic/proteinaceous fluid distention of the first metacarpal phalangeal joint, without capsular or ligamentous disruption. Differential diagnosis would include recent trauma and contusion; however, infection should be ruled out. On (B)(6) 2021, the patient underwent a revision procedure of the right thumb with hardware removal, along with a biopsy of the bone, which showed no growth at 3 days. On (B)(6) 2021, the patient underwent a second revision procedure where the reconstruction of the right thumb ulnar collateral ligament at the metacarpophalangeal joint with the left palmaris tendon graft was performed. At this time, devices from another manufacturer were used to carry out the case.